Event description:
It was reported that the patient experienced a loss of therapeutic effect, with no "relief," associated with the implantable neurostimulator. It was suggested that the event was due to the way the leads were positioned. The patient was to have the entire device system removed and replaced by a new physician. No information was provided related to the patient's outcome. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
Lead model 3778, lot # implanted: (B)(6) 2007, explanted: na; lead model 3778, lot # implanted: (B)(6) 2007, explanted: na; programmer model 37743, lot # nke100553n; recharger model 37752, lot # nka029812n.